Event description:
It was reported that the patient was experiencing leg pain. It was stated that the patient "could hardly lift her legs to walk." It was noted that the device amplitude was set at 6.5 volts. It was stated that after decreasing to 0.0 volts and slowly increasing to 0.9 volts, the patient was "comfortable" and the leg pain and mobility problems were gone. It was also noted that the patient experienced a 50% reduction in urinary symptoms. Additional information received reported that the device delivered "ineffective pain relief" and the patient requested removal. The previous statement conflicted with device type. The reporter stated that the patient recovered without sequela.

Manufacturer narrative:
Product ID 3889-28, lot# v616902, implanted: (B)(6) 2011, product type lead. (B)(4). Analysis of the device, model # 3058, serial # (B)(4), found no significant anomaly. Analysis of the lead, model # 3889-28, found that the lead was stretched. No significant anomaly. (B)(4).